Event description:
It was reported that arrhythmia occurred. The severely calcified native aortic annulus was 25.9mm in diameter. A 25mm lotus edge valve was advanced for implantation. Multiple repositions of the lotus edge valve were performed due to the abundance of calcium in the aortic annulus and left ventricular outflow tract (lvot). After the procedure, the patient went into second degree heart block and a permanent pace maker was implanted. The patient condition was stable and the patient was discharged home one day post procedure. It was further reported that the patient died nine (9) days post procedure. No further information has been made available.

Manufacturer narrative:
A1: patient identifier: updated. A2: date of birth: updated. B2: outcomes attrib to adv event & date of death: updated. B5: describe event or problem: updated. E1: initial reporter address 1, city, state, zip / postal code & phone number: updated. H1: type of reportable event: updated. H6: patient codes: updated.

Event description:
It was reported that arrhythmia occurred. The severely calcified native aortic annulus was 25.9mm in diameter. A 25mm lotus edge valve was advanced for implantation. Multiple repositions of the lotus edge valve were performed due to the abundance of calcium in the aortic annulus and left ventricular outflow tract (lvot). After the procedure, the patient went into second degree heart block and a permanent pace maker was implanted. The patient condition was stable and the patient was discharged home one day post procedure. It was further reported that the patient died nine (9) days post procedure. No further information has been made available. It was further reported that the patient had a change in their mental status and encephalopathy, which had worsened after the valve implant procedure. The observations ultimately resulted in the patient aspirating and passing away.

Manufacturer narrative:
B5 describe event or problem: updated. H6 patient codes: updated.

Event description:
It was reported that arrhythmia occurred. The severely calcified native aortic annulus was 25.9mm in diameter. A 25mm lotus edge valve was advanced for implantation. Multiple repositions of the lotus edge valve were performed due to the abundance of calcium in the aortic annulus and left ventricular outflow tract (lvot). After the procedure, the patient went into second degree heart block and a permanent pace maker was implanted. The patient condition was stable and the patient was discharged home one day post procedure.